Manufacturer narrative:
The service evaluation confirmed the customer reported issue. The auxiliary water channel was found clogged by foreign material causing auxiliary water flow issues. The foreign material is unknown, and the remains crystalized and dissolved during testing. Additionally, the bending section cover glue is worn out. The distal end cover is dented, the light guide lens has a large chip, the bending section damaged (no metal protrusion). The angulation is below standard specifications, the control knobs movement has play, the objective lens is scratched, the insertion tube near the control body boot protector is wrinkled/kinked, and the light guide tube is kinked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer evis exera iii colonovideoscope was returned to the regional repair center (ofr) for a reported ¿auxiliary water flow issues¿. The event was found during reprocessing. Upon inspecting and testing, the auxiliary water channel was found clogged by foreign material causing auxiliary water flow issues. This report is being submitted to capture the foreign material clogged in the auxiliary water channel. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: reprocessing of the auxiliary channel was insufficient. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the auxiliary water feeding function- 1 attach a syringe containing sterile water or the water tube from a flushing pump to the luer port of the auxiliary water tube. 2 feed water from the syringe or the water tube. 3 confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. ·the auxiliary water tube needs to be reprocessed prior to its use in any patient procedure. Olympus will continue to monitor the field performance of this device.